Manufacturer narrative:
The ge service representative checked the quick guide cable and the resistance measurement. No repairs were made to the system. The system operates as intended.

Event description:
The customer reported that the 7700 system intermittently shuts down during a case. No pt injury was reported.